Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event description as reported, an unspecified "black silicone stent" broke into two pieced upon removal from the patient. The two sections of the device were successfully removed, and there was no harm to the patient. The stent was indwelling for approximately 9 months prior to the removal. Investigation ¿ evaluation reviews of documentation including instructions for use (IFU) and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Cook also reviewed product labeling. The product IFU provides the user with the following information related to reported failure mode: ¿precautions ¿ do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ ¿how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the available information, no product returned, and the results of the investigation the root cause for this incident was unable to be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, an unspecified "black silicone stent" broke into two pieced upon removal from the patient. The two sections of the device were successfully removed, and there was no harm to the patient. The stent was indwelling for approximately 9 months prior to the removal. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Implant date - approximately february. PMA/510(k) # - unknown as rpn and lot# are unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.